Event description:
A 78 y/o female with pseudomonas infection of the right foot underwent PICC line insertion for long term antibiotic therapy. The r-line was inserted in 1/22/97. On 1/29/97 the nursing home reported the port was inaccessible (could not flush or get blood return). Fluoroscopy confirmed a kink in the catheter line approx two inches from the hub. The line was straightened and the nursing home educated in the proper care of PICC lines. On 2/28/97, the port was again inaccessible. Again fluoroscopy showed a kinked line. The line was removed and another inserted.